Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Customer¿s blood glucose value ranged from 149-200 mg/dl. Reportedly, customer will continue to use current pump for insulin therapy.